Manufacturer narrative:
H10: internal complaint reference: case-(B)(4). H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. An analysis of the customer provided image found a handpiece sensor fault occurred. It was determined the device contributed to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat event. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of a handpiece sensor fault was confirmed, and the root cause has been associated with an electrical component failure. Factors that could have contributed to the reported event include a failure of the reed switch or damage on the hall board which may contribute to a short circuit. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during setup, it was displayed a handpiece sensor fault message. The procedure was successfully completed with a delay of more than 30 minutes using a back-up device. No patient injury or other complications were reported.